Manufacturer narrative:
The arrow kit is a component contained in roi cps, llc convenience kit 830024. No component or kit lot was provided.

Event description:
User reported that due to moving the patient the middle lumen came out of the port. The nursing note reports that a hemostat was used to stop the bleeding. PICC line was placed and the triple lumen was removed.